Event description:
Baxter received a report that leakage from tubing side of the sleeve was found. The set had been used for 1 to 2 months. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). No further information is available. When the evaluation results become available, a follow up report will be submitted.